Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed hardware low level failure and software error. The customer¿s blood glucose was 136 mg/dl. The customer also reported audio anomaly. The troubleshooting was done but insulin pump alarmed hardware low level failure during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. No software error alarms during testing however, the formatted history file confirmed software error alarm due to a software error. The audio tone or vibrate feature on the device functioned properly during testing. No audio or vibrate anomaly noted during testing. Hardware low level failures error alarmed during self test and confirmed in device history file due to a broken trace keypad assembly.